Event description:
It was reported that the flex arm is damaged during an unspecified spinal surgery. The flexible arm's joint is loose. No patient c omplications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visually confirmed instrument joint is loose, preventing proper tightening. After joint is tightened, the instrument performs as in tended. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.